Event description:
It was reported that on (B)(6), the foley catheter was placed in patient in an emergency room and on (B)(6) patient complained of pain at the foley insertion site. Observation revealed that the fixation was light, and the catheter was easily removed. When the removed catheter was inflated outside the body, it inflated, but over time it deflated to a size close to 0ml in 9 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 3oct the foley catheter was placed in patient in an emergency room. And on 09oct patient complained of pain at the foley insertion site. Observation revealed that the fixation was light, and the catheter was easily removed. When the removed catheter was inflated outside the body, it inflated, but over time it deflated to a size close to 0ml in 9 days.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo shows a top view of one 3-way all silicone catheter and it seems like there is blood in the catheter's tip. The second photo shows the deflated balloon and tip, which seems to have blood. The last two photo shows the catheter's cap nghx1229 and a note in native language. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.